Event description:
It was reportet that a patient presented with complaints of pain following implantation of im nail for orif of a left-hip fracture. Patient received a short gamma3 nail which was revised. No complaints have been filed against the explanted nail itself.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.